Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Asr revision, left, xl, reason for revision : peri prosthetic fracture. Head and sleeve revised on (B)(6) 2006 and replaced with new head and sleeve on the same day. Cup remained in situ. This is the second of 3 revisions. For the 1st revision (B)(4). For the final revision (B)(4). Bi-lateral patient. For right side (B)(4). Update - amended complaint category reason for revision to bone fracture. Added a stem dummy hip implant to the complaint. 12th sept 2014. Response to patient demographics request. See email dated 2nd october 2014. Patient sex and date of birth given but this is all the info provided at this time.

Event description:
Asr revision, left, xl. Reason for revision : peri prosthetic fracture. Head and sleeve revised on (B)(6) 2006 and replaced with new head and sleeve on the same day. Cup remained in situ. This is the second of 3 revisions. For the 1st revision see com (B)(4). For the final revision see com (B)(4). Bi-lateral patient. For right side see com (B)(4). Update - amended complaint category reason for revision to bone fracture. Added a stem dummy hip implant to the complaint. (B)(6) 2014.